Event description:
It was reported that initially when the caller connects the wireless recharger (wr), it connects and found the device but then it quickly went over to the searching for device. Caller reports he has the session open on his tablet. Agent suggested resetting the controller and wr. The issue was resolved. Additional information received from the consumer reported they were in rehab for a while due to having weakness in their leg and falling and had been keeping the implant off because of having a hard time walking when the implant was on and they could barely walk or talk. The patient tried a couple of medications, but it didn¿t help so they were being scheduled for an MRI to see if the leads had moved. The patient also wondered if ¿graphene oxide¿ was related as this was a compound in the vaccines that tend to be reactive to electronic devices that could be activated and controlled with radio frequencies (the patient didn¿t have any issues until after the vaccines-believed to be covid vaccines, and was on a steady decline since). After implant the patient was implanted they went from not being able to eat off a plate to then being able to eat soup with a spoon. There were no change in activity levels that led to the issue. The intermittent connection issue had been ongoing; it started awhile ago, but worked after implant. The implant was flat. The patient mentioned they were scheduled surgery to replace the implant, but they hadn¿t been told specifics of why it was being replaced, and was not yet scheduled.

Manufacturer narrative:
Section d10 references: product ID wr9200, serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.